Event description:
It was observed that during the device evaluation of the videoscope that the light guide lens had foreign object. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 06mar2024.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The legal manufacturer reviewed the cleaning disinfection and sterilization (cds) process steps provided by the customer, and it is unknown if there are deviations from the instructions for use (IFU) as the customer did not provide a response regarding whether there was any delay in the start of precleaning, abnormalities in the accessories used for reprocessing, or whether they presoaked the endoscope in the detergent solution or wiped the distal end with clean lint-free cloths. Based on the results of the investigation, the foreign material could not be identified. The cause of the foreign material that remained on the light guide cover glass of the connector section was likely due to physical damage to the subject device. However, a definitive root cause could not be determined. The instruction manual states the detection method associated with the event in "ltf-s190-5/10, operation manual, chapter 3 preparation and inspection", and preventative measures in "ltf-s190-5/10, reprocessing manual, chapter 5 reprocessing the endoscope". Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation that the flex deflectable videoscope exhibited foreign objects on the light-guide cover glass of the connector section. There were no reports of patient involvement.